Event description:
It was reported that the patient had high impedance on the lead. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had high impedance on the lead. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts.